Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device was electively explanted. The physician decided to replace the device as only one year longevity remained and a pocket revision was necessary. The pocket revision was due to erosion of the associated leads due to suture position. No adverse patient effects reported.